Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 7.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. A vertical tear was noted in the center part of the balloon. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition post procedure.